Manufacturer narrative:
To date the device has not been returned to the manufacturing plant for evaluation. A plant investigation is still on-going. A supplemental MDR will be submitted upon completion.

Event description:
The user facility reported a blood leak occurred during treatment. The blood leak was visually identified and no damage was identified or other leaks. Blood test strips were used, and the machine alarmed. Patient was estimated to lose 300 cc of blood; however, the patient had no adverse effects due to leak complications. Blood flow rate-500; dialysate flow rate-800; sample available for return to the MFR however has not been received to date. After treatment the dialyzer was set aside. Sample available.